Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an open total gastrectomy, the firing force was higher than expected. It was harder than usual to cut the washer, but finally the procedure was completed with the same device. The device was used between the esophagus and the jejunum. There were no adverse consequences to the patient. No device will be returning.